Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance and the helix was protruded so it was suspected to have been fractured. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance and the helix was protruded so it was suspected to have been fractured. This lead was never in service and a new lead was placed. No adverse patient effects were reported.